Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to lead dislodgement. The lead was repositioned twice due to dislodgement. Upon the third dislodgement, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.